Event description:
It was reported through the litigation process, that approximately one year and three months post a port placement, the patient allegedly complained of neck swelling, syncope, loss of consciousness and elevated d-dimer. It was further reported that a computed tomographic examination revealed brachiocephalic vein thrombus and superior vena cava thrombus causing superior vena cava syndrome. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months post port placement, neck computed tomography angiogram showed bilateral brachiocephalic vein thrombus and superior vena cava thrombus causing superior vena cava syndrome. On the same day, surgical removal of subcutaneous port was planned, and the port removed successfully. Therefore, the investigation is inconclusive for the reported thrombus as no objective evidence has been provided to confirm any alleged deficiency with the port. Additionally, it can be confirmed that the patient experienced thrombosis of the superior vena cava. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process, that approximately one year and three months post a port placement via the right internal jugular vein, the patient allegedly complained of neck swelling, syncope, loss of consciousness and elevated d-dimer. It was further reported that a computed tomographic examination revealed brachiocephalic vein thrombus and superior vena cava thrombus causing superior vena cava syndrome. Reportedly, the port was removed. The current status of the patient is unknown.